Manufacturer narrative:
Product event summary: this issue is linked to a known formal investigation - (B)(4) - random but high frequency of waveform dots due to wifi env/ios. The logs indicate that there was a lot of radio noise in the environment that was interfering with bt communication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stated it was pacing at 90-100 beats per minute but no pacing was occurring. A different programmer was used. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after placing a lead in the apex the mobile programmer software analyzer produced false non-capture readings, causing the implanting physician to move the lead to be placed in the septum. The patient became dependent and the physician felt that the placement within the septum was not stable. The patient was paced from the septum while the physician placed a new lead in the apex and then removed the septal lead. It was clarified via follow-up that the "false" non-capture readings were verified by using a second programmer which did have capture.